Event description:
Related manufacturer reference number: 2017865-2024-01750. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have been oversensing noise. During the scheduled explant procedure of the rv lead, the right atrial (ra) lead was pulled out. Both the rv and ra leads were explanted and replaced. The patient was in stable condition throughout.